Event description:
A prowler infusion catheter was opening during this procedure. Md was attempting to thread the catheter over the guide wire on the back table and stated that the wire would not go through. He stated that the catheter must be kinked and could not be used. FDA safety report ID# (B)(4).